Event description:
It was reported that the patient received possible inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr), that was detected as ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 3058 interstim urinary mgu ipg 3889-33 interstim urinary mgu lead implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.